Manufacturer narrative:
Patient's year of birth: 1948.

Event description:
It was reported that stent damage occurred. A 9.0x30x135 cm express ld vascular stent balloon expandable was selected for treatment. However, the tip of the stent was found lifted upon unpacking. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient condition following procedure was stable.

Event description:
It was reported that stent damage occurred. A 9.0x30x135 cm express ld vascular stent balloon expandable was selected for treatment. However, the tip of the stent was found lifted upon unpacking. The procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient condition following procedure was stable.

Manufacturer narrative:
Patient's year of birth: 1948. Device evaluated by MFR: the express ld was returned for analysis. Upon visual inspection, the stent was found to be correctly positioned on the balloon, with no signs of damage or other abnormalities observed. A visual assessment of the returned device confirmed that the balloon was tightly wrapped and had not been exposed to positive pressure. No defects were noted in the balloon material. Additionally, no issues were identified with the device's tip. A comprehensive visual and tactile examination of the entire length of the device revealed no abnormalities or concerns.